Event description:
Intermittent pneumatic compression device was attached to patient's stockings and the machine was turned off. When turning the device back on, it immediately smelled of burning plastic, felt hot and the device became soft around the light on top of the unit. It was immediately removed from use. The device was plugged-in at the time of the event, it was not running on battery power.

Event description:
Intermittent pneumatic compression device was attached to patient's stockings and the machine was turned off. When turning the device back on, it immediately smelled of burning plastic, felt hot and the device became soft around the light on top of the unit. It was immediately removed from use. The device was plugged-in at the time of the event, it was not running on battery power.